Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-dec-2017 with the following findings: a review of the pump black box data revealed multiple unexplained pump reboots. During investigation, the battery compartment was found to be cracked above and below the bumper pad. There was no evidence of moisture or corrosion in the battery compartment. The battery cap was not returned with the pump. A test battery cap was used and able to properly secure to the pump for testing. The pump successfully completed the 24 hour duration test without any issue or power interruptions. The pump cover was removed and there was no evidence of moisture or damage to the power circuit. The original complaint of a power issue was noted in the pump history but unable to be duplicated during investigation. The original complaint of a battery cap issue was unable to be confirmed because the cap was not returned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was damaged, and there was no power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.